Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear."

Event description:
It was reported that the catheter came out of the patient with a ruptured balloon on (B)(6) 2019. The patient underwent a transurethral electric incision of prostate cyst and stenosis in the external urethral orifice under lumbar anesthesia on (B)(6) 2019. The catheter was indwelled post procedure. Per additional information received via email on 16 january 2020 from ibc representative, there were no missing pieces of the balloon.